Manufacturer narrative:
Event problem and evaluation: on 28-sep-2016, a medtronic representative went to the site to test the equipment. Blown fuses were found in the mobile view station (mvs) during testing. The din rail mvs was replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, after a case, they unplugged the mobile view station (mvs) to move it back to the radiology department. When they plugged it back in, the uninterruptible power supply (ups) did not start, and the system died. When they attempted to boot the system, the mvs would not power on. No patient was present for this event, so no patient demographics are applicable.

Manufacturer narrative:
The din rail assemble was returned to the manufacturer for analysis. No fuses were returned. Before applying 21vdc between contacts 7 and 10 12.3 ohms was measured. The tester energized the component, there was an audible click as the relay closes and between contacts 7 and 10, and 0.02 ohms was measured. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.